Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin squirting during priming rather than a slow drip and motor makes grinding noise. Customer's blood glucose level was unknown. It was reported that the cracked in casing, chips or hairline fractures, possible stripped threading on battery cap area. The customer declined to transfer to 24 hour helpline. The device will not be returned for analysis.